Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 145mg/dl. The device was tested ok. A day later the customer called back to report recurring motor error alarms. The displacement test was performed and the test failed. The self test was completed and passed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Unable to perform occlusion, the excessive no delivery and alarm test due to constant motor error alarm during bolus delivery. All operating currents are within specifications, no unexpected low battery or off no power alarm noted.